Event description:
Description according to article: a (B)(6) old male pt underwent a tevar repair procedure. The pt developed progressive check and back pain and was diagnosed with 6.8 descending taa secondary to a chronic type b aortic dissection. The pt subsequently underwent endovascular repair, during which the proximal intimal tear at the level of the left subclavian artery was sealed with a zenith tx2 stent graft. Routine CT angiographic eval 6 months after tevar demonstrated a clinically asymptomatic intimal blowout along the proximal margin of the stent graft, resulting in a distal aortic arch pseudoaneurysm. This was subsequently treated on cardiopulmonary bypass with hybrid reconstruction involving single stage extra anatomic bypass grafting of the supraaortic trunk and deployment of an antegrade stent graft across the arch.

Manufacturer narrative:
(B)(4). Investigation is still in progress.